Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc evaluated the instrument data and did not find an instrument malfunction. Quality controls were within range at the time of event. The cause of the discordant, falsely low k result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low potassium (k) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. A new sample obtained from the patient was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low k result.